Event description:
It was reported that a caucasian female patient underwent an unspecified breast surgery with a mentor smooth round moderate plus profile 450cc saline breast prosthesis that bottomed out post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Information about two devices was reported: left: cat. #: 3502450, lot #: 6746097 (B)(4), right: cat. #: 3502450, lot #: 6710053 (B)(4). It was not specified if it was the left implant or right implant that bottomed out. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, a manufacturing record evaluation (mre) was performed on both lot #6746097 and lot #6710053, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).